Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) due to having syncope. The patient mentioned the device was not checked in the ER. The clinic called the patient and informed the patient to back to the ER as there was a loose lead. The sales representative confirmed the device was checked in the ER and the lead and it was intact. Review of device data found the right ventricular (rv) lead had a spike in pacing impedances which triggered a lead safety switch (lss). The pace/sense configuration went from bipolar to unipolar. Additionally, there was unipolar sensing that caused oversensing of myopotential which resulted in pacing inhibition, leading to the syncope. The patient is dependent on therapy. The sales representative reprogrammed the device to bipolar, and sensitivity was decreased. The patient had a follow-up a week later in the clinic and confirmed the device settings were ideal for this patient. At this time, the device and rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room (ER) due to having syncope. The patient mentioned the device was not checked in the ER. The clinic called the patient and informed the patient to back to the ER as there was a loose lead. The sales representative confirmed the device was checked in the ER and the lead and it was intact. Review of device data found the right ventricular (rv) lead had a spike in pacing impedances which triggered a lead safety switch (lss). The pace/sense configuration went from bipolar to unipolar. Additionally, there was unipolar sensing that caused oversensing of myopotential which resulted in pacing inhibition, leading to the syncope. The patient is dependent on therapy. The sales representative reprogrammed the device to bipolar, and sensitivity was decreased. The patient had a follow-up a week later in the clinic and confirmed the device settings were ideal for this patient. At this time, the device and rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.